Event description:
It was reported to intuvie that, during servicing at right way medical, the pump was over-infusing due to a worn roll pin in the latch holder. No patient involvement was reported.

Manufacturer narrative:
It was reported to intuvie that, during servicing at right way medical, the pump was over-infusing due to a worn roll pin in the latch holder. The free-flow condition was resolved after the roll pin was replaced. Although the customer¿s programmed parameters were not available, the device was tested using standard pm parameters. A review of the device¿s serial number history revealed no prior similar complaints. The failure mode was confirmed by right way medical, and the probable cause was determined to be a component-related issue. CAPA-15 was initiated to investigate the root cause for this over-infusing failure. Reference to complaint # (B)(4).